Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient transferred to the clinic and presented for a follow up for the first time. Upon examination, it was discovered that the right ventricular lead exhibited sensing of the r wave at low but stable amplitude since (B)(6) 2019. On (B)(6) 2020, the physician capped and replaced the lead. The patient was reported to be in stable condition following the procedure.